Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuflo solution set leaked. According to the report, the customer noted this leak during patient infusion of normal saline. The exact location of this leak was unknown, but the reporter stated that the leak was from near one of the connectors. There was no patient injury or adverse event in association with this report. No additional information is available.